Manufacturer narrative:
Pump was received with no back light due to faulty e.l panel on blackboard. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer was not able to turn on the backlight on the insulin pump. The blood glucose level was unknown. Troubleshooting was performed and pump will be replaced.